Event description:
I have mild to moderate eye pain ever since getting lasik done about 2 years ago. I have been diagnosed as dry-eye by the lasik facility and another eye surgeon prescribed xiidra to treat the dry eye. The eye drops help a little but the eye pain is more than just simple dry eye. It feels like some sort of nerve damage. My eyes just feel weird and painful; to varying degrees on certain days. Dr. (B)(6).